Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the sterile processing department with an unsigned note stating, "broken." No tracking info was provided; therefore, specific pt info, pump programing or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.